Manufacturer narrative:
D2b - pro code (product code): fge, lit. E1 - initial reporter phone: (B)(6). G4 - premarket / 510(k): k141521, k141597.

Event description:
It was reported that balloon rupture occurred. The target lesion was located in the severely calcified external iliac artery. A 5.0 x 40,135cm, mustang balloon catheter was selected for endovascular treatment. During the procedure, the balloon ruptured during the initial inflation at 8 atmosphere. The procedure was completed with a different device. There were no patient complications as result of the event.